Event description:
The customer reported a pt on the oncology unit was receiving etoposide IV when the alaris pump began alarming for air. The nurse clamped the tubing and removed the tubing from the pump to tap out the small air bubbles. When the nurse stretched the tubing to guide back into the pump, the tubing came apart between the blue cap and the rubber tubing that sits inside of the pump. Consequently, a small amount of chemo spilled on the nurses' hands. Only a few drops spilled on to the floor. There was no harm to the pt or clinician. No medical intervention was required. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A f/u report will be submitted with investigation results should the set be received for eval.